Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on a competitor brand device and noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer was first given orange juice by a non-healthcare professional and after a while the readings from the sensor were still low. The customer was then given insulin after conducting a fingerstick test and obtained a reading of 200 mg/dl. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor result of 50mg/dl was compared to a competitor brand meter reading of 200 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.